Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous beta human chorionic gonadotropin (bhcg) results above the normal reference range for one patient generated by the access 2 immunoassay analyzer. The result was reported out of the laboratory. The samples were repeated on two alternate units and continued to produce elevated results. The sample was tested on an alternate method, which produced lower result within a different gestational category. The patient underwent an abortion procedure based upon the results.

Manufacturer narrative:
Qc data was within the customers established ranges pre and post the event. On (B)(4) 2010, the customer performed routine system check which passed within instrument specification. The sample was sent to customer product line support for additional testing. Cpls detected a heterophile interferent substance in the patient's sample. Therefore, a patient source interferent is the root cause of this event.